Event description:
Complainant alleged that during biomed testing the device displayed a "status 90" message when attempting to charge. Complainant indicated that there was no pt involvement in the reported malfunction.